Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had inserted the sensor and they bled a great deal. The customer's blood glucose level was 120 mg/dl. They also had sensor discrepancies. Troubleshooting was performed. They removed the sensor. It was not bent. The product will not be returned for analysis.